Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 145 ohms. It was noted the impedances had gradually increased. Non-invasive programmed stimulation (nips) was performed. A 31 j shock and a 41 j shock were delivered. The shock impedances were 130 ohms and 125 ohms. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to surgically abandon and replace the rv lead.

Event description:
Additional information was received which indicated that the ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal pin segment was received; severed 132 millimeters (mm) from the terminal pin. Visual inspection noted calcification on the insulation. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.